Event description:
Sales rep reported on behalf of physician, "reporting sticking implant packaging from today. The practice was unable to separate the inner package from the outer. They were able to get the implant out and use." Device implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Sales rep reported on behalf of physician, "reporting sticking implant packaging from today. The practice was unable to separate the inner package from the outer. They were able to get the implant out and use." Device implanted.

Manufacturer narrative:
The event of tyvek or thermoform sticking is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: tyvek or thermoform sticking.